Manufacturer narrative:
(B)(4) h6: investigation summary the complaint investigation for discrepant results when using the biogx sars-cov-2 osr for bd max system (ref# (B)(4) unknown lot # was performed by verification of complaints history. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. The complaint text mentioned three occurrences of discrepant results from patient samples. The initial test, performed with the bd biogx sars-cov-2 assay used with the extraction kit bd max¿ exk¿ tna-3, gave positive results. However, according to the customer, when tested with their reference method (cepheid assay), those samples gave negative results. After recollection, they were retested with the bd biogx sars-cov-2 assay and gave negative results. Among possible causes of the discrepant results, sample contamination or samples at the assay limit of detection (biogx assay or reference method) could explain the issue. However, without available data, bd is unable to confirm the root cause. There is no indication of an increase in complaints for discrepant results for the biogx sars-cov-2 osr product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Biogx and bd did not initiate a corrective and preventive action (CAPA). See h10

Event description:
10/09 (2) - it was reported that while testing for sars cov-2 two (2) false positive results were obtained by laboratory personnel. The samples were repeated on the cepheid and the results were negative. The customer collected new samples and performed repeated testing on the max. Upon repeat the results were negative. The customer stated that patients were not treated based on the erroneous results, but the erroneous results were released to physicians.(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
On (B)(6) (2). It was reported that while testing for sars cov-2 two (2) false positive results were obtained by laboratory personnel. The samples were repeated on the cepheid and the results were negative. The customer collected new samples and performed repeated testing on the max. Upon repeat the results were negative. The customer stated that patients were not treated based on the erroneous results, but the erroneous results were released to physicians. (B)(4).